Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a loss of image. The procedure was reportedly completed with a different, but similar device and there was no pt injury.

Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval confirmed an intermittent flickering image. The device failed electrical leakage testing due to a crack at the bending section cover glue. The bending section glue was noted to be discolored and porous. The insertion tube was noted to have multiple buckles and was limp. There was evidence of thermal damage at the instrument channel port at the distal end of the endoscope. The bending section over mesh had frayed wires and the right/left angulation control knobs had excess slack. The cause of the user's experience was attributed to physical damage. This report is being submitted as a medical device report in an abundance of caution.